Event description:
A physician reported a pt who was treated in the upper lip on 11/4/96. On approx. 11/6/96, the pt developed severe swelling of the upper lip. Intrafocal cortisone was prescribed, and the swelling resolved on approx. 11/21/96. A remaining residual thickening was observed.

Manufacturer narrative:
The physician reported that the symptoms resolved in november 1996. No residual thickening was reported.